Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery could not be charged while using the tandem-provided usb cable and wall adapter which resulted in the pump shutting down. The customers blood glucose (bg) was ¿high¿, however, a specific value was not provided. Bg was addressed with manual injections. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable and wall power adapter.